Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
Emergency dept staff report that during a cardiac arrest, a 200-joule shock was delivered to a pt with hard paddles. The pt converted to asystole, the paddles were placed in the paddles well. During the code, the pt again converted to a shockable rhythm. The charge key was pressed, the device charged to 200-joules. The device operator attempted to adjust the defibrillation energy to a higher setting. The displayed energy dropped to 191-joules and indicated energy fault. The displayed energy then dripped to 10-5-0-joules. The up / down energy select keys would not respond. The staff could not discharge the device. A back up device was obtained and 2 add'l shocks were delivered to the pt. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter stated the cardiac arrest was due to trauma and the pt died of injuries. After the code was completed, staff noted the device had disarmed and operation of the device had returned to normal.